Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined there was cut cables on the drawer. A filed service engineer replaced the communication bus cables to resolve the issue. The system functioned as intended after the filed service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawers did not detect on communication bus and had burn marks on the cables. During device inspection, a field service engineer found short out and cut cables. The malfunction did not occur during dispensing workflow and no delay to patient care. There were no adverse events or injuries reported based on this event.